Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2018, the patient had a right subdural hematoma. The patient expired on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported subdural hematoma could not be conclusively established through this evaluation. The pump was returned assembled with the driveline cut approximately 2.5 inches from the pump housing and the distal portion of the driveline was not returned. The inlet elbow and the distal half of the severed flex section were returned attached to the pump. The inlet tube and the proximal half of the flex section were not returned. The sealed outflow conduit was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured around the outflow graft nut. Examination of the device upon disassembly revealed depositions of loosely clotted blood within the inlet elbow, on the body of the rotor, and within the outflow conduit. These depositions were not adhered and their lack or structure indicates that they developed acutely and may not have been present while the device was supporting the patient. No developed depositions or adhered thrombus formations were identified. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.